Manufacturer narrative:
Corrected information h6: evaluation result code 102 was replaced by 114 due to no part was found to have failed. Evaluation conclusion code 4307 was replaced by 4315 because no cause was established. Corrected information h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified the presence of multiple 'system error 345' messages. The device was tested with loaded set at a rate of 400ml/ hour for 15 minutes to check the thermistor sensor temperature readings. The cause was determined that the thermistor sensor readings were found to be within specification. The ultrasonic sensor was replaced per procedure requirement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 345 alarm which was not reproduced during evaluation. A review of the event history log identified the presence of multiple 'system error 345' messages. The device was tested with loaded set at a rate of 400ml/ hour for 15 minutes to check the thermistor sensor temperature readings. The cause was determined that the upper thermistor sensor temperature reading was higher than the lower thermistor sensor reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.